Event description:
Ous MDR - boston scientific received information that this patient's right ventricular lead was found to be dislodged at a follow-up appointment. As a result, a lead revision procedure was performed to successfully reposition the lead. This lead remains in service and no adverse patient effects were reported. No further information is expected at this time. If pertinent information becomes available, this report will be updated.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.